Event description:
It was reported that patient underwent a total hip procedure on (B)(6) 2013. Subsequently, the patient was revised (B)(6) 2013 due to patient fracturing her femur. The stem and head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain." This report is number 3 of 3 mdrs filed for this event (reference 1825034-2013-01510, 01510-1 and 01918).